Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced sees the headlights of the car in a longitudinal oval shape and three more shadows around it, the first one is black, outside of it is red, and then white. The surgery went without complications, the pseudophakia is normal, the macular oct (optical coherence tomography) was repeated postoperatively and the findings was normal. In the first postoperative month, the patient had postoperative central serous chorioretinopathy on her right eye, which was completely cured by local corticosteroid therapy. There are two medical device reports associated with this patient. This report is associated with the right eye.